Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. However, per case details, there were zeros in the ip address and that updating the settings resolved the reported issue. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that after configuring dicom q/r, echo was failing and they were unable to query exams. Troubleshooting involved checking the ip address and found leading zeros had been entered. Echo was successful after removing leading zeros.